Event description:
Info was received that reported a pt had elevated blood glucose which could not be resolved. The infusion site was red and indurated. The set was removed and site was noted to be purulent, which tested positive for staphylococcus. The pt was treated with antibiotics for the localized infection.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.